Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4) / 371425 description: linear 3-4 lead, 70cm model #: sc-3138-35 serial #: (B)(4) / 366072 description: scs phiii ext 35cm model #: sc-4316 lot #: 14682195 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. The explanted devices were not returned to bsn as they were discarded by the medical facility.